Event description:
The facility reported a flo-gard infusion pump with failure code 2, which is a downstream occlusion failure code. According to the facility, it is unknown when or in which care area this event occurred. This facility was not willing to be contacted for any further information. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, the channel 1 and 2 door latch rollers were found to be worn, indicating failure code 2 was a false occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code 2 was confirmed in the pump's alarm log but not duplicated during product evaluation. However, the channel 1 and 2 door latch rollers were found to be worn, which may have contributed to the reported failure code 2. The channel 1 and 2 door latch rollers were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. This MDR was submitted on (B)(4) 2010; however, due to a failure to receive ack3, this MDR is being resubmitted on (B)(4) 2010.